Manufacturer narrative:
The suspect device was not returned for evaluation. A review of the complaint database and device history record could not be performed since the lot number was not provided. A review of this MDR identified a typographical error. This has been corrected in this report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a drainage catheter placed post splenectomy and distal pancreatectomy detached within the patient. The catheter was placed 10/31/16 via the intercostal approach post-op for fluid collection at left upper quadrant of the abdomen. Images of the catheter taken on (B)(6) 2016 confirm that the catheter was still intact. The account alleges that sometime between (B)(6) 2016 the catheter broke due to patient respirations and catheter positioning. The physician states that the catheter was removed from the patient on (B)(6) 2017. The patient presented in ed for pain on (B)(6)2017. The catheter loop was identified still in the patient via abdominal imaging and was surgically removed.